Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that she had not connected until after the alarm sounded, then connected and called baxter. The technical service representative (tsr) explained the alarms and had the hp disconnect. The tsr then had the hp cycle the power to clear the alarms and explained that the supplies were compromised and that the hp would need to start over with all new supplies. The hp wanted to know where the air came from since she had connected. The tsr explained that the whole time the hc was in initial drain before the hp connected, the hc was pulling air in from the room into the patient line, and that after the alarm started, the hc stopped trying to drain. The tsr advised the hp to call her registered nurse within the next 24 hours and let her know what happened. The hp understood and would start over with new supplies. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling instructs the patient to connect prior to initiating therapy. There was no reported device malfunction therefore no further investigation will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.